Event description:
Patient presented with a tight bend in the aorta; also copd, due to the patient's condition, a potential open conversion was discussed prior to the case. During access of a 28-16-120bl bifurcated device, the introducer sheath appeared to have bent and twisted. The physician decided to remove the device. During retraction, guidewire access was lost, and the physician was unable to gain guidewire access again. The patient was converted to open repair and tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Loss of guidewire access during procedure; per IFU, guidewire position must be maintained with use of the device.

Event description:
Pt presented with a tight bend in the aorta; also copd. Due to the pt's condition, a potential open conversion was discussed prior to the case. During access of a 28-16-120bl bifurcated device, the introducer sheath appeared to have bent and twisted. The physician decided to remove the device. During retraction, guidewire access was lost, and the physician was unable to gain guidewire access again. The pt was converted to open repair and tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Potential damage to the device during procedure. Loss of guidewire access.